Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report: 1627487-2020-23052, related manufacturer report: 1627487-2020-23054. It was reported that the implantable pulse generator and leads were explanted at an unknown date. Patient declined to provide further information. No additional information is available at this time.